Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, following a ventral hernia repair by e-tep with transversus abdominis release and placement of mesh intermuscular space. The issue was observed one day post-operatively. The suture broke in seven pieces. A re-operation was necessary. The patient's hospital stay was extended by at least one day.